Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that a sensor was inserted and may still be in their body. The customer indicated that their blood glucose was 70 mg/dl. Troubleshooting advised customer that the sensor would be replaced and to return the sensor for analysis. Customer was also advised to follow up with their doctor.

Manufacturer narrative:
A complete analysis and testing of two opened and used enite sensors showed that they are functioning properly and passed all functional testing. However, one of the two sensors was found the cannula was retracted inside of the sensor base, no missing or broking parts were noted. The remaining sensor was received with a bent needle.